Event description:
It was reported to nova biomedical that a consumer experienced a hyperglycemic event which required medical intervention. The consumer reported that his pump was turned off and as a result, the consumer was not administering any insulin to himself. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer was using expired test strip, which may contribute to the loss of integrity of the test strips. The meter will not be returned for evaluation. The test strips were discarded because they were expired.